Manufacturer narrative:
Product event summary: (B)(4). The device was returned and analyzed and no anomalies were found.

Event description:
A cardiac resynchronization therapy defibrillator (crt-d) system was returned from the (B)(4) crematory with no information. Information identified in the paperwork indicated the patient died approximately three months post implant of the crt-d system.a cause of death was requested from the funeral home and physician and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. Concomitant products: 6947 implantable defibrillation lead 2003 (B)(6); 5076 implantable pacing lead 2003 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.